Event description:
It was reported the procedure was to treat a moderately calcified and tortuous lesion in the left circumflex artery. A dissection occurred however the patient was not actively bleeding. The 2.80x19mm rx graftmaster covered stent system was advanced in the attempt to treat the dissection; however failed to cross due to the anatomy. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Return device analysis noted the stent implant and nylon sleeve were on the balloon but not between the markers. The distal end of the stent implant was passed over the distal marker. The proximal end of the stent implant was located 0.3cm distal to the proximal marker.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported failure to advance could not be evaluated as the exact anatomical conditions encountered by the device used during the procedure could not be replicated in the test laboratory. The observed stent dislodgement was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported failure to advance and observed stent dislodgement could not be determined. Factors that could contribute to failure to advance include, but are not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, interaction with previously placed stents or accessory devices. Stent dislodgement may be attributed to several factors including, but not limited to, positive pressure during preparation, forced sheath removal, handling of the stent during preparation, interaction with patent anatomy, previously implanted stent(s) or accessory devices. In this case, it is possible the device may have interacted with the moderately calcified, moderately tortuous lesion during advancement, causing the reported failure to advance. Further interaction with the challenging anatomy during advancement and retraction of the device may have contributed to the observed stent dislodgement; however, this cannot be confirmed. In addition, it was reported that the procedure was to treat a dissection. It should be noted that the graftmaster rapid exchange (rx), instructions for use, (IFU) states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. In this case, it is unknown if the IFU deviation directly caused or contributed to the reported event. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 medical device problem code: 1494 - indication for use.